Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had delivered an inaccurate amount of insulin during a bolus. It was reported that the patient experienced a blood glucose (bg) of 78 mg/dl after receiving too much insulin. The paramedics were called due to the patient¿s bg potentially dropping low, however, medical treatment was not required and the patient¿s bg did not drop below 78 mg/dl. The reporter stated that the pump did not give the correct amount of bolus based off of the insulin to carbohydrate ratio programmed in the pump. Reportedly, the settings were reviewed with the patient¿s endocrinologist and 6 units were entered into the pump, but the pump showed 10.9 units of insulin given. The reporter stated that the patient treated the low bg by consuming oral carbohydrates. Customer technical support (cts) reviewing the basal segments in the pump and they were programmed as intended. Cts was unable to review the pump¿s history with the reporter. The reporter stated that the patient remained on the pump for the basal function at the time of the issue and will use lantus and humalog for back up insulin as needed. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged calculation issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2014. The total daily dose (tdd) adds up correctly. No alarms related to the complaint noted in the alarm history; only typical usage observed. Pump passed a delivery accuracy test successfully and was found to be delivering within required range. An ezcarb bolus was calculated with 60g carbs and I:c 1:10g; the pump correctly calculated at 6.00u bolus. Battery cap was not returned. A new test cap was used to complete all testing. Investigators were unable to duplicate the complaint. There was no defect found.